Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted without incident. The iab was connected to the pump; the pump alarmed during a pumping "low helium tank pressure." The rn stated, the helium tank pressure dropped very fast for the 2000psi helium tank. As a result, the pump was exchanged. There were no reported pt complications. Info received from a third party service organization is as follows: "a defective helium regulator was found. A new helium regulator was built in."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.